Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with 2 implantable neurostimulator (ins) devices for chronic low back pain and non-malignant pain. It was reported that about a month to a month and a half after his devices were recovered from overdischarge, one of the sides started to burn his back when he used them so he quit using them again. The ins devices hadn't been working. The patient had both ins systems fully removed because he needed an MRI due to an illness unrelated to the devices. Additional information received (B)(6) 2017 clarified that the when the patient would recharge their ins, the patient developed an actual burn on their skin. The burn was red in appearance and only one of the patient¿s devices did this. No further complications were reported/anticipated.